Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the endoilluminators were not functional in either ports and the unit displayed fault codes during a combined cataract/vitrectomy procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
A 23ga illuminator with radio frequency identification (rfid) was returned and evaluated. The illuminator was visually examined using 10x magnification and was deemed conforming. The illuminator was connected to a light source and a light image check was performed. The light image and output produced was deemed conforming. The rfid tag was tested to confirm the nonfunctional condition was not due to an unreadable rfid tag. The testing was deemed acceptable with all appropriate information readable. The rfid tag identified by the customer is not the same lot number which was returned and evaluated. The component illuminator lot was manufactured in september 2014. A device history record (DHR) review for the illuminator lot was conducted. According to the DHR review, the component lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on DHR reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. The reported issue with the illuminator was unable to be confirmed, as it was determined to have met specification. The illuminator was recognized by the console and provided a good, light-image output. The reported event could not be confirmed, as the illuminator was determined to have met specifications. All light pipe products are 100% visual inspected and light tested during the manufacturing process. The root cause of the reported issue(s) could not be determined, as the system and returned samples met specification. (B)(4).

Manufacturer narrative:
No 23ga illuminator w/rfid was returned for the illuminator not functioning properly in either port of console. For this complaint file, the final customer lot was identified as lot 1648059h. For this final lot, one component illuminator lot, manufactured in july 2015, were used to make up the final lot. A device history record review for the lot was conducted. According to the device history record review, the lot was reprocessed for anomalies that did not contribute to the customer complaint. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding anything related to the reported event. However, the illuminator module was replaced. No additional, related information was provided. As such, the root cause cannot be determined conclusively. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 2, 2010. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported system message (sm) could not be determined. The root cause of the reported illumination issue could not be determined. (B)(4).